Event description:
The user facility reported that the skull clamp was not locking. The swivel adaptor was falling apart. Attempting to obtain additional info from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.